Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had air bubbles in the reservoir and tubing. Customer reported the air bubbles were half a centimeter in size. The customer reported the insulin was not stored at room temperature. The customer stated the insulin pump was not rewound with the reservoir in place. The reservoir will not be returned for analysis.